Event description:
It was reported to boston scientific corp in 2009, that a radial jaw 4 single use biopsy forceps large capacity was used during an endoscopic retrograde cholangiopancreatography procedure performed the same day. According to the complainant, the biopsy forceps was used in conjunction with real-time fluoroscopy to obtain a single biopsy of the common bile duct. Upon removal of the device from the scope, the pull wire was observed to be loose and only one of the jaws reacted while, the other remained upright and did not move. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(Pull wire, loose). Although the suspect device has been rec'd, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.